Event description:
It was reported that approximately a week and a half after implantation, a mobi-c patient heard a pop and then experienced numbness. X-rays revealed that the poly core had migrated. A revision surgery was performed to convert the patient to a fusion.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method code: 4110. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was sent to exponent for evaluation. Exponent's investigation found the articulating surface of the polyethylene insert showed machining marks, burnishing, and multidirectional scratches consistent with minimal wear. All three components had evidence of iatrogenic damage. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. The revising surgeon mentioned the original surgery might have gotten into the cancellous bone on the upper endplate. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that approximately a week and a half after implantation, a mobi-c patient heard a pop and then experienced numbness. X-rays revealed that the poly core had migrated. A revision surgery was performed to convert the patient to a fusion.

Manufacturer narrative:
Corrections in e1: first name, and g1. Additional information in e1: email address. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that approximately a week and a half after implantation, a mobi-c patient heard a pop and then experienced numbness. X-rays revealed that the poly core had migrated. A revision surgery was performed to convert the patient to a fusion.